Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on after the battery had been replaced. The patient tried additional new batteries, and reported there was no damage or corrosion seen on the pump or battery compartment. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/03/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: a review of the alarm history indicated that a 'low battery' warning occurred at 5:43 pm on (B)(6) 2012, and a 'replace battery' alarm occurred at 10:16 pm and 10:20 pm on (B)(6) 2012. One reboot was observed in the pump history at 10:18 pm on (B)(6) 2012. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. There was no damage found to the battery cap that was returned with the pump. Visual inspection revealed that the battery compartment threads are stripped. The battery cap would not fully tighten to the pump, and the yellow o-ring was visible. The pump was exercised for 24 hours with no power issues occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.